Event description:
A (B)(6) old female patient called zoll customer support to report that her monitor response buttons were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was isolated to an intermittent connection in the response button flex circuit. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.